Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet. (B)(4).

Event description:
It was reported that during revision for the right ventricular (rv) lead, the physician noticed that the grommet on the implantable cardioverter defibrillator (ICD) was broken after disconnecting the rv lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.